Event description:
It was reported that the patient presented in clinic after suffering from postural hiccups due to phrenic capture. X-ray imaging showed the lead had dislodged. During a follow-up the rv lead did not capture or sense properly. Tachy therapy was programmed off. After unsuccessful repositioning attempts, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.